Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t did not heat above 37 degrees during the procedure, and it took over an hour to heat to 37 degrees. The unit was swapped out to finish the case. The was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and was unable to reporduce the reported problem. The system was run from 2°c to 40°c and back down multiple times. The unit worked correctly and all calibrations were within specification. All connections were checked and reseated and no issues were discovered. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined, however a root cause investigation ((B)(4)) has been initiated in relation to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t did not heat above 37 degrees during the procedure, and it took over an hour to heat to 37 degrees. The unit was swapped out to finish the case. The was no report of patient injury.